Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient got a new device put in their left side after the old one was removed due to infection and now the new one was burning and was a pulling feel. The patient was good with the pain, but it made them cry. The patient asked if it could be infected, if it was normal, and if they should go to the ER. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated. See related MFR report: #3004209178-2016-26605.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.